Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable pulse generator was inoperable. Patient experienced ineffective stimulation and stated the device was not charged since. The device system was explanted as a result. No further information is available at this time.